Event description:
It was reported that the pump would become hot to the touch despite being in room temperature conditions both while charging and not charging. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.